Event description:
A (B)(6) pt underwent nanoknife ire treatment for lung cancer on (B)(6)2010. An event was reported during this procedure. One of the probes migrated a few millimeters out during pulse delivery (2-5 mm). Surgeon pushed the probe back in without disrupting the pulse delivery.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. Records show the generator was serviced at a later date, however the service was not linked to the reported event. The cause of the probe migration could not be determined. The treating physician noticed the migration and pushed the probe back in without disrupting the pulse delivery. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).